Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 401 mg/dl at the time of incident and the current blood glucose level was 105 mg/dl. The customer declined troubleshooting for high blood glucose events. The customer was treated with insulin for high blood glucose level. Customer did not mention any symptoms related to high blood glucose events. The insulin pump will not be returned for analysis.